Manufacturer narrative:
Additional info: a1, a2, a3a, a4, a5b, b2, b5, b6, b7, d6b, g1, h6 (patient codes, device codes, ime e2402: disintegrated fascia, sinus) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced hernia recurrence, fluid collection, small bowel obstruction, pain, seroma, cannot sleep due to seroma, serosanguinous fluid, abdominal pain, disintegrated fascia, mesh not attached, chronically draining sinus, purulent drainage, foreign body granuloma, scarring. Post-operative patient treatment included revision surgery, CT scan, wound care, use of abdominal binder, aspiration of seroma, sleep medication, pain medication, hospitalization, hernia repair with mesh, mesh removed, excision of scarring < chronic sinus.

Manufacturer narrative:
Correction: h6 (added patient codes, removed no code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mesh migration, mesh deformation, hernia recurrence, fluid collection, small bowel obstruction, pain, seroma, cannot sleep due to seroma, serosanguinous fluid, abdominal pain, disintegrated fascia, mesh not attached, chronically draining sinus, purulent drainage, foreign body granuloma, & scarring. Post-operative patient treatment included revision surgery, CT scan, wound care, use of abdominal binder, aspiration of seroma, sleep medication, pain medication, hospitalization, hernia repair with mesh, mesh removed, & excision of scarring & chronic sinus.

Manufacturer narrative:
Additional info: a4, b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.